Event description:
The customer reported that the system displayed an a/d channel 8 failure error message which rendered the system unusable. An alternate system was required to finish the case. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger board was replaced. The system was then found to be operating as intended.